Event description:
It was reported to philips that the device's energy output was low. The amount of the energy output the device was emitting was not disclosed. There was no reported patient involvement.